Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Pump downloaded properly to the carelink software noted. The insulin flow blocked alarm and load reservoir feature functioning properly.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 412 mg/dl and the insulin pump had absence of occlusion alarm. The customer's current blood glucose is 170 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer did experienced the symptoms such as muscle aches, vomiting, nausea, abdominal pain, difficulty in breathing. The customer was treated by manual injections. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis